Manufacturer narrative:
Date sent to the FDA: 01/06/2019.

Manufacturer narrative:
Date sent to the FDA: 01/21/2019. Additional summary: the product code received for evaluation is 01985. The device has not been returned in its original packaging. The active tip on the returned device was found to be broken. The failure location, mode and method indicate failure due to surface (hydrogen) embrittlement. The damage caused to the shaft and return arms may have been caused by excessive force or may be due to shipping damage as the device was not returned in its original packaging. IFU advising the user not to operate the electrode in the beak of the sheath. Cause code: user / use error / excessive force; user / use error / wrong handling.

Manufacturer narrative:
Pc-(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date, no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the broken loop retrieved from the patient? Will the broken loop be returned or analysis along with the remaining electrode? Was there any patient consequence, treatment rendered and/or medical/surgical intervention?

Event description:
It was reported that the patient underwent a myomectomy on (B)(6) 2018 and the electrosurgical device was used. During the cut of myoma, the loop broke. There were no patient consequences reported. Additional information has been requested.